Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the distal end plastic cover was detached from the c-body. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the distal end plastic cover is detached on the c-body. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.